Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which observed a cut, slice, hole in the tubing. The reported condition was verified. The cause of the condition could not be determined. Due to the nature of the returned sample, no additional tests could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified quantity of clearlink system continu-flo solution sets cracked leading to a leak. This issue was identified during patient use; further described as ¿fluid running was d5/045%ns + 10kcl¿ (5% dextrose, normal saline, potassium chloride) ¿running through it at 112ml/hr¿. The leaking occurred while unclamping "mivf line with blue slide clamp". As a result, one (1) of the patient¿s ¿2 port needles¿ was changed prior to receiving prophylactic antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.